Event description:
A pt was skin tested in right forearm on 28 october 1999. In 1999, test area checked out negative, and pt rec'd initial treatment with 0.5cc of bovine collagen in the "crowsfeet" and sleep lines of cheeks. On 23 december 1999, pt noted redness, swelling, and induration at the injected sites, and these symptoms were confirmed during office visit on 12 january 2000. Symptoms have been more or less continuous since onset, however pt was much better when last seen on 09 may 2000. Symptoms were not completely resolved. Hypersensitivity directly related to collagen has been diagnosed, and pt has taken oral antihistimines at the recommendation of physician, and self medicated with topical steroid cream. Neither treatment proved effective.